Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem/does not charge batteries) was confirmed. Upon eval, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger is displaying a problem and will not charge his batteries. The pt was issued a replacement charger/modem.